Event description:
Emergency department nurse was using monoject 3ml luer slip syringe to draw blood from patient's peripheral IV. Once blood was obtained the nurse then used the syringe to push the blood into a culture bottle. As the blood was being pushed into bottle, the tip of the syringe cracked and blood sprayed from syringe. The syringe was retained by risk management.